Event description:
It was reported that the right ventricular (rv) lead had high impedance and thresholds and that sensing has decreased slightly. There was an alert tone for high impedance. It was noted that previously sensing was changed from tb (true bipolar) to ib (intragraded bipolar). The lead was capped and replaced. The patient is enrolled in the system longevity study (sls). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).